Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse worked with the hospital biomed and found a bootable compact disk (cd) present in the drive as a result of earlier service activity that was preventing the system from booting up. To resolve the issue, the cd was removed and the system booted successfully. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system had an intermittent start up issue. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and found that a cd (compact disk) in the host drive (m-cabinet) was forgotten to be removed after ghost creation which blocked the system from starting up. After the removal of cd from the drive, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The engineer forgot to remove the cd after ghost creation led to the reported issue and it was confirmed that there was no malfunction with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.